Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, although the device was fired only nine times, the indicator showed that one clip was remaining. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented the device had not been fired on an existing clip during use.

Manufacturer narrative:
(B)(4): lockout. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Additionally, it causes that the orange indicator over traveled. This condition may creates the confusion that one clip remains inside the device. It was reported that the device was test fired by the rep prior to being returned to ees for a complaint analysis. This activity can inhibit our ability to identify root cause for the event. The batch record was reviewed and no anomalies were noted during the manufacturing process.